Event description:
This child was utilizing a tandem tslim x2 pump with autosoft 90 infusion set and dexcom g7 cgm. The dexcom cgm was reading between 140-160 mg/dl with a fairly straight line for about 16 hours with little variability, no cgm alarms received. The pump continued to deliver as expected. Upon waking the child had symptoms of dka and when blood sugar was checked it was >400 mg/dl while cgm continued to read in mid 100s. Blood ketones were large. Child went to ed and was subsequently admitted to the hospital for treatment of diabetic ketoacidosis secondary to cgm failure which did not lead to additional insulin delivery. This may have been exacerbated by mild viral illness. Insulin pump was uploaded during stay and delivery occurred as expected. Infusion site from insulin pump did not have kink on removal, and did not appear to be occluded on inspection. We suspect that the pump continued insulin delivery according to the programmed settings. Anion gap result was 19 mmol/l, reference 6-16 mmol/l, blood glucose 450 mg/dl.